Manufacturer narrative:
The reported events of inability to pace and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
During an in clinic follow up, it was noted the patient had experienced shortness of breath. The device was unable to be interrogated with inductive telemetry and there was a loss of pacing. The device was explanted and replaced to resolve the event. The patient was stable.